Manufacturer narrative:
The customer refused to troubleshoot her freestyle breast pump with customer service because she had purchased a medela pump in style breast pump that is working well for her and she just wanted a sealed replacement that she could return to store. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was evaluated on 11/19/2018 with the customer's parts/accessories, as received, and it failed vacuum specifications. The vacuum test was then conducted using a lab kit with the customer's device and it passed cycle and vacuum specifications. Refer to attached product evaluation. When a device fails with the customer kit, but not the lab kit, any issue is typically attributable to the kit, not the pump. In this case, it was noted in the evaluation that the customer's connectors, tubing, and membranes all had residue on them. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower vacuum. It is very difficult to determine exactly how much contamination under normal use is needed for device vacuum to suffer, but it is a known failure mode causing low suction. The freestyle instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was unable to empty her breasts with her freestyle breast pump and had an infection. She additionally alleged that she saw a doctor/lactation consultant, who prescribed her an antibiotic and cream and told her that the breast pump was the cause of the infection.